Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller not having any audible alarms at home was not confirmed. The system controller was not returned for analysis. The submitted log file contained data spanning approximately 4 days ((B)(6) 2021 ¿ (B)(6) 2021 per the timestamp). The log file captured intermittent yellow wrench advisory alarms throughout the entire log file due to a driveline fault alarm (internal error code 16). This fault indicated an issue relating with phase 3. Phase 1 and 2 both were approximately 70 and phase 3 was approximately 120-1340. In addition, the log file captured atypical power cable disconnect alarm while on battery power on (B)(6) 2021 at 14:36:53, (B)(6) 2021 at 13:49:29 and 13:53:03, (B)(6) 2021 at 04:22:15, and (B)(6) 2021 at 12:19:17 due to the rsoc voltage in the white and black power cable dropping to approximately 0 volts. The alarm resolved on its own when the rsoc voltage was restored to its expected threshold voltage. The log file also captured a low voltage hazard and no external power alarm active on (B)(6) 2021 at 05:19:34 due to a dual power cable disconnect. During this time, both power cables were disconnected from external power causing the controller to go into power save mode. The backup battery was able to sustain the controller. The heartmate ii system controller does not have an audible alarm for the driveline fault alarm; however, the controller does alarm for power cable disconnect alarms, low voltage alarms, and no external power alarm conditions. The heartmate ii system controller was not returned for analysis. Provided information stated that the driveline fault alarm did not resolve, and the low voltage alarms resolved with a battery exchange. In addition, the serial number of the controller is unknown. The root cause of the reported event was not conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. The heartmate ii instructions for use (IFU) and heartmate ii patient handbook explain the various ways to power the heartmate ii lvas. The IFU and patient handbook explain how to switch power sources, and state that at least one system controller power cable must be connected to a power source at all times. The IFU and patient handbook also inform the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Driveline repair reported under MFR report number 2916596-2020-04568.

Event description:
It was reported that the patient was in clinic with no audible alarms at home. On interrogation driveline faults were found. The patient had a previous driveline repair and it was known the repair did not fix the issue. The patient was listed for transplant, but was not willing to remain admitted due to condition. The patient already had an ungrounded cable. The log file review displayed multiple driveline fault alarms in phase c. The log file also displayed one low voltage alarm on (B)(6) 2021 while tethered to batteries due to a brief disconnect of external power where the controller operated on ebb (emergency backup battery). The driveline faults did not resolve and the low voltage alarms resolved with a battery change. The patient was asymptomatic with the alarms. The patient was currently at home awaiting transplant. Related manufacturer report number: 2916596-2021-01154.